Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an open gastric bypass procedure, the device generated an incomplete proximal donut. It was confirmed that the stapler was fired completely and the user squeezed the handle until the audible click was heard after firing and unscrewing the anvil. The anastomosis had to be hand sewed closed. The patient was okay.